Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted due to ineffective stimulation. It is unknown if the lead was also removed. The date of explant is unknown.